Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/12/2021 . H.6. Investigation: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter- plastic with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to plastic bag particle transfer onto the np sleeve coming from the sleeve manufacturer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula/ needle or any fluid path component the following information was provided by the initial reporter. The customer stated: "a metal or plastic fiber on the end of the needle, staff didn't notice it as it was really fine but it felt funny going into the patients arm. When staff removed the needle she saw a very fine fiber attached to the end of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula/ needle or any fluid path component the following information was provided by the initial reporter. The customer stated: "a metal or plastic fiber on the end of the needle, staff didn't notice it as it was really fine but it felt funny going into the patients arm. When staff removed the needle she saw a very fine fiber attached to the end of the needle."